Event description:
It was reported that during the surgery, the surgeon tried to assemble the calcar reamer shaft to the hudson adapter, he couldn¿t assemble them. As a result, the surgery was completed successfully within 30 minutes delay. After the surgery, on (B)(6) 2021, the sales rep tried to assemble a calcar reamer shaft to a hudson adapter, both owned by other hospital, then he could attach them. The surgeon predicts that the cause of this event is the device¿s specific combination failure. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the instrument associated with this report was returned for investigation. A functional test between the reported devices were performed and they were able to be assembled. The complaint is not confirmed. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.,the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the instrument associated with this report was not returned. Unable to assemble condition cannot be confirmed since no product was returned and no functional test was performed. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the instrument associated with this report was not returned. Unable to assemble condition cannot be confirmed since no product was returned and no functional test was performed. Depuy-synthese considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.